Event description:
It was reported that the compressor mini made a clicking sound. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
Our field service engineer (fse) could verify on-site that the reported compressor had an unusual clicking sound. The compressor was replaced and a new one was put into service after successful functional testing was completed. The returned compressor unit was tested in a test bench. The clicking sound could not be heard when the motor was running stand-alone in the bench. The compressor motor ran, as expected. The investigation found a misplaced washer inside of the compressor which probably caused the clicking sound when getting hit by the piston.

Event description:
(B)(4).